Manufacturer narrative:
.

Event description:
Additional information received reported the event resolved without sequela as of (B)(6)-2012.

Manufacturer narrative:
(B)(4). Final analysis of the stimulator revealed it was functionally okay. Good, stable output was observed on each electrode pair.

Event description:
Additional information received clarified that the patient's anxiety occurred when in larger groups. Reprogramming of the implantable neurostimulator was performed on (B)(6) 2010 and (B)(6) 2012. If additional information is received, a follow up report will be sent.

Event description:
It was reported, impedances were <250 ohms between multiple electrodes, and impedances between electrodes 0 and 3 were >4000 ohms. The pt also had anxiety. The device was reprogrammed, and the pt was given psychotropic medication. The results of the reprogramming were unk. An x-ray was performed and the results showed the lead/extension connection was "very low" as it was located below the pt's ear. The x-ray also showed the lead was not fully inserted into the extension. The '0' electrode was left inserted into the extension, thus creating a mis-alignment of electrodes in which 0=1, 1=2, 2=3, and 3=open. There was also a distinctive "bend" or "kink" in the lead near the extension. The device was replaced due to normal battery depletion and the high impedances. It was verbally indicated the electrode mis-alignment was corrected during the replacement surgery, but there was no documentation showing this occurred. It was not clear if lead/extension connection location was also corrected. There was no pt injury and the pt recovered without sequela.

Event description:
Additional information received clarified impedances on the right lead measured 54 ohms. No action was taken. The patient recovered without sequela. The patient's anxiety was considered an ongoing event as of (B)(6)-2011.